Event description:
Customer reported that she was hospitalized for five days for uti and pneumonia. Customer reported that when she went home, she changed the battery and the device alarmed unexpected restart. Customer's blood glucose level was 278 mg/dl, treated with manual injection. Alarm was explained to customer. Customer reported the device was not use for an extended period of time. Customer was advised to disconnect from the device, rewound and reprogrammed the device. Customer reported the hospital staff dropped her device. Troubleshooting was performed. The device did not pass the high pressure test. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No delivery alarm functioned properly. The device passed a21 test and no unexpected a21/e21 error alarm noted. The device had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.